Manufacturer narrative:
The company rep observed that the power supply vent was covered in dust, which may have caused the failure. He replaced the power supply (part number 0014-00-0033e05) and removed the dust. The company rep observed that the safety disk had expired and therefore, replaced it. The iabp met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use with a pt, the iabp displayed a maintenance code 7 (power supply fan failure), but the pump did not shut down. The pt was switched to another iabp and therapy was continued. No pt injury was reported.